Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation result of sleeve detached. Block h11: the sensor wire was returned for analysis. Based on visual and microscopic inspection, it was identified that the sleeve was detached, the polytetrafluoroethylene (ptfe) was peeled, and the coil was unraveled at the proximal zone. The detached sleeve was not returned. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of ptfe peeled was confirmed. Additionally, it was found the sleeve was detached and the coil was unraveled. These issues could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device during the insertion into the stent could led to ptfe peeled, sleeve detachment and unraveled coil. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported that during the procedure, while the guidewire was inserted into the stent, twelve-centimeter segment of the coating was detached from the guidewire. There was no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts. Based on investigation results, the guidewire sleeve was detached.